Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted dried blood around the helix. Otherwise, the lead tip appeared normal. No lead issues were noted that would have made dislodgement more likely. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray of the lead found the inner coil had become deformed during the implant procedure. This deformation of the inner coil could have impacted transfer of torque down the lead and; subsequently, could have impacted the extendable/retractable helix functionality.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds during routine follow up. Further examination showed that the lead was dislodged. A revision procedure was performed. While attempting to reposition the ra lead, it exhibited placement difficulties and helix retraction issues. The lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds during routine follow up. Further examination showed that the lead was dislodged. A revision procedure was performed. While attempting to reposition the ra lead, it exhibited placement difficulties and helix retraction issues. The lead was removed and replaced. No additional adverse patient effects were reported.